Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. During an atrial fibrillation ablation with farapulse procedure, a farawave nav catheter and versacross connect access solution for faradrive were selected for use. There was a small to moderate baseline effusion noted at the start of the procedure. The physician completed the pulmonary vein isolation procedure and during post map, a pressure drop was noted. The effusion was checked and an increase was noted. Patient's chest was then tapped and drained 360ml. Patient remained stable the entire time and was extubated and woke up without issues. The patient was admitted for observation but awake and doing well per operating physician. In the physician opinion, the a non-boston scientific guidewire may have perforated an unknown area of the left atrium. The device is not expected to be returned for analysis (disposed).